Event description:
The device was returned for evaluation. Upon powering on the device, a pump problem alarm error had occurred. Pulled logs and found that the initial investigation of 12v errors had occurred. Removed the rear housing and pneumatic assembly to inspect the main pcba. Upon inspection no electrical components on the main pcba showed signs of and 12v failure. Starting up the device and observing the 12_sys indicator led, it was discovered that this led is turned off once the device has finished startup testing. This is an indication of a 12v failure on the main pcba and will need to be replaced.

Event description:
Customer reports the following: "biomed reported pump problem alarm. Biomed cleaned pins, tried multiple cassettes. No patient harm." Preliminary review indicates that this was a 12v failure; this stopped an active infusion. Reporting due to the referenced technical issue; no adverse effects or serious injuries to the patient were reported. More information is needed to complete the investigation.